Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy. Block h11: the device was not returned for analysis; therefore, a product analysis could not be performed. For this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction. Additionally, based on the most relevant information for the complaint, including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections; no abnormalities were reported during the assembly process. The definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy in the sigmoid colon during an unknown procedure performed on (B)(6) 2026. During the procedure, the clip engaged the mucosa with an adequate bite but did not fully deploy. When pulling the braided catheter, the clip pulled off the mucosa. The procedure was completed with subsequent clips. There were no patient complications reported as a result of this event.